Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11 the device was returned to the factory for evaluation on 10/30/2024. An investigation was conducted on 11/19/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The heater wire was observed to be slightly flexed away at the center of the hot jaw due to clinical use. The clear hot jaw silicone insulation was observed to be intact with no visual defects observed. The clear cold jaw silicone insulation was observed to be peeled back from the cold jaw, exposing the cold metal jaw tip. No other visual defects were observed. Based the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was not confirmed, however, the analyzed failure "peeled; delaminated; jaw" was observed. Specific actions for the reported and analyzed failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000425177 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws on cutter started to come apart. It was seen in the scope. Product discontinued use. Procedure was finished without complication with another h2. No delay.